Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.

Event description:
It was reported by the customer that the device has a cut in the pneumatic hose of the device. There were no adverse consequences alleged with this event.